Event description:
It was reported that the patient fell and fractured their third lumbar spine vertebra. Loss of capture  was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.